Manufacturer narrative:
No mz1000-br sample was available for investigation. The customer reported that the affected lot was 25085663 and that when used in combination of bd syringe, the maxzero remains "obstructed; nothing flows through." As part of the investigation, the customer provided a photograph of the packaging; however there were no obvious defects identified which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 25085663 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported occlusion with maxzero. No patient harm.